Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The returned handpiece was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating handpiece generated heat during a cataract surgery. An alternate handpiece was obtained in order to complete the procedure. There was no harm to the patient. Additional information received further clarified that there was no system message displayed rather, the surgeon actually felt the heat generated in the operating handpiece while it was in their hand.